Event description:
Dealer stated that the tdxsi-cg power chair will drive the stop suddenly.

Manufacturer narrative:
(B)(4) kel - no RMA has been initiated for this issue. The malfunction has not been confirmed.